Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology and vessel morphology at the time of implant are unk. Currently the aneurysm is 7.2 cm. It was reported approx 60 month post stent graft implantation, the CT demonstrated a type ii endoleak with aneurysm enlargement. The CT also revealed that the stent graft had migrated distally however, there is no evidence of a type I endoleak. The cause of the migration can be contributed to the expansion of the aneurysm from the type ii endoleak, disease progression and severe aortic neck angulation, 60 degrees. The physician implanted two aneurx aortic cuffs. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
.